Event description:
It was reported, the coil could not be detached. Upon removal, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The detachment stick on the coil implant was found bent which may have contributed to the late detachment.